Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported silicone segment and burette chamber collapsed because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported the silicone segment and burette chamber collapsed. A 20 hour infusion of an experimental "drug/interleukin 2 infusing at 2ml/1ml.. Delayed..4 hours." There was no report of pt harm or medical intervention. Although requested, no add'l pt or event info was provided.